Manufacturer narrative:
The unit was investigated by the perfusionist and unit worked fine including the switching between battery and mains. The technician went there and unit was tested for 1,5 hours without problem. The battery was normal and installed 09/2015. After an interview with the perfusionist the decision was made to exchange the battery. The involved battery pack was investigated by the life cycle engineering (lce): to test the battery it was first fully charged and then recharged. At a voltage of 19 v with a constant alarm sound remaining. This behavior corresponds to the descriptions in the service manual. The described error could not be reproduced. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted if new information will be received.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that the battery of the rotaflow stops without warning during patient transport in a hospital. No harm to the patient was reported. (B)(4).